Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the patient had right bundle branch block with a length of the membranous septum was 1.2 mm which may have contributed to the reported event. The final implant depth was 3mm from the ncc and 5mm from lcc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant. However, this cannot be confirmed. The reported unexpected medical intervention was under case-specific circumstances, as temporary pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant. The patient had a pre-existing right bundle branch block (rbbb). The length of the membranous septum was 1.2mm. The valve was positioned 1-2mm below the bottom of the non-coronary cusp (ncc) due to left ventricular outflow tract (lvot) tapering. After the valve was released from the delivery cable, the patient went into complete heart block. The final implant depth was 3mm from the ncc and 5mm from the left coronary cusp (lcc). A temporary pacemaker was placed. The patient's rhythm recovered prior to leaving the procedure room. The patient status was stable.